Event description:
A humeral nail was loaded on the proximal guide without passing a drill through the bushings to check the alignment of the proximal holes in the nail. The nail was fully inserted. When drilling the proximal holes, the dr realized the nail was incorrectly placed. The nail was removed, correctly positioned and reinserted.